Manufacturer narrative:
Date sent to the FDA: 02/24/2020. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Additional h-3 summary: it was received for analysis an empty labeled winding former and a detached needle of product. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and barbed suture was used. The needle was detached from the suture during use. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.